Event description:
The device was being utilized for IV therapy. Following placement, each time the line was accessed, the pt heard a "pop" and complained of pain in the arm. On 5/27/99, pt was presented to med ctr where line was examined and found to be leaking upon injection at the shoulder, upper chest area. The catheter was also noted to be too long, as it was sitting in the heart. The following day, the catheter was removed and replaced.